Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: screw is broken at the threaded shaft. The screws were made of stainless steel. The examination of the raw-material inspection sheets of the supplier and manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the screws is in compliance with the international standards. The dimensions fo the investigated screws were checked using a digital sliding caliper and fond to be incompliance with the technical drawings of the producer and ao/asif specifications. The fracture characteristics are macroscopically visible and indicate fatigue breakage. Weakly visible lines of rest were noticed on the facture surface. The screw heads do not show any indicates for instability in a fracture situation. When examining the three fracture surfaces of the screws using scanning electron microscope (sem), the fracture behaviors were identified. The cracks started at the circumference of the core diameter of the screws and ran into the material. At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Secondary crack initiation sites were observed just opposite of the initial crack initiation on all three fracture surfaces. The areas with dimples correspond to the residual forced fracture zone. Sem observations and findings showed that the failures of the screws were caused by fatigue and overload. Based on the topography of the fracture surfaces of the screws, it can be concluded that the implants were subjected to low alternating bending loads (two-sided). Constant alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported there were three broken cortical screws after a month of implantation. The patient was discharged and the patient did not support after intervention. The patient underwent a revision procedure on (B)(6) 2014 and the devices were explanted. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Reported as (B)(4) 2014, exact date is unknown the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.